Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Proximal conductor distorted. Blood in/on helix/lobe mechanism. Damaged at implant. The helix does not appear to be bent; dry tissue and blood on a helix.

Event description:
It was reported that the implant of the lead was difficult due to tortuous anatomy but when the lead was pulled back, the physician noticed the screw had been deployed and looked bent. A different lead was used. No patient complications have been reported as a result of this event.